Event description:
When a hemolok clip was entered through a 12x150mm trocar during a robot assisted radical prostatectomy, a black piece was noted to be on the clip itself. Upon further inspection, it was the seal of the trocar itself. The piece was placed in a specimen container and the robot manager was notified.device #1is this a laboratory device or laboratory test?no.